Manufacturer narrative:
Additional, changed, and/or corrected data: b5; b6; g2.

Event description:
Patient's relative reported left side "spread out," "discomfort," "pain," "rupture," "small amount of liquid in the posterior position," and "oval and circumscribed nodule." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6 (explant date not provided)

Event description:
Device has been explanted.

Manufacturer narrative:
Device photo evaluation: it is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe as it is a medical event that is not related to the device. ¿ visibility/palpability: unable to observe as it is a medical event that is not related to the device. ¿ lump/nodule: unable to observe as it is a medical event that is not related to the device. ¿ seroma-late: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient's relative reported left side "different breast, as if it were spread out, discomfort, pain" and "rupture confirmed via ultrasound". Later, patient's relative reported via MRI, "oval and circumscribed nodule, with early/homogeneous/persistent uptake (curve type 1)". Device has been explanted.

Event description:
Patient's relative reported left side "different breast as if it were spread out," "discomfort," "pain," and "rupture confirmed via ultrasound." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: visibility/palpability, breast pain, rupture.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later, patient's relative reported via MRI, "oval and circumscribed nodule, with early/homogeneous/persistent uptake (curve type 1)". Device remains implanted.